Manufacturer narrative:
Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient heard tones from this implantable cardioverter defibrillator (ICD) device. Although based on device interrogation no low voltage fault was recorded on this device, the device battery appeared to be depleting more quickly than expected. This product was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.